Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: there was visible moisture inside the battery compartment. The pump failed a leak test due to a battery compartment crack from the threads along the side. Multiple pump reboot events were observed in the black box. The pump was exercised for 24 hours with no issues being duplicated. There was no further evidence of moisture found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.